Event description:
On (B)(6) 2019 my wife was admitted to (B)(6) in active labor. During her admission on (B)(6) 2019, my wife had a postpartum hemorrhage post vaginal delivery. The staff attempted to use a bakri balloon during their code obert to control bleeding. On the first attempt of inserting and inflating the bakri balloon, charge nurse (B)(6) stated that the balloon had hole and was not able to be used. A second bakri was obtained, but the device was no readily available in the room, thus causing a delay in my wife's care. Once the second balloon was finally obtained, charge nurse (B)(6) attempted to inflate the balloon while dr (B)(6) inserted it, during the attempt the syringe became disconnected causing the solution inside the syringe to splash dr (B)(6) on his face shield. Charge nurse (B)(6) then reattached the syringe and used the remaining solution and attempted to inflate the bakri balloon. Unfortunately, at this point staff stated that the balloon was unable to properly inserted and inflated due to my wife's contracted uterus. It was estimated at this time that my wife had lost 1300ml of blood. A decision was made to take her to the operating room in labor and delivery. While in the operating room it was decided that an emergency total abdominal hysterectomy was needed in order to stop the acute hemorrhage after multiple failed bakri attempts. Dr (B)(6) spoke with me personally after the surgery while I was in the nursery with my newborn and reviewed with me what transpired. Dr (B)(6) stated that it was reported that first bakri balloon per staff was defective and second bakri balloon was unable to be inserted because uterus was too contracted. Dr (B)(6) also reviewed with me interventions that were preformed and further plan of care of my wife with blood product transfusions and plan of care. FDA safety report ID# (B)(4).